Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. However one electronic photo was provided for review. The photo shows one partial view of the packaging pouch of the hemosplit catheter. The unit label on the pouch appears partially peeled from the pouch. Dust like dark particles were found in the peeled space of the label and pouch. Therefore, the investigation is confirmed for the reported contamination issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of the procedure, the device allegedly had black dust all over the product. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2022).

Event description:
It was reported that during preparation of the procedure, the device allegedly had a black dust all over the product. There was no patient contact.